Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing when the user connected the subject device and the endoscope of 160/180 series, the endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the op-amp of the circuit board of the device was broken by power exceeding the absolute maximum rating of the + power supply. The op-amp's failure was attributed to a design-related malfunction and the circuit board was corrected. The device in this event had been manufactured before the correction was implemented. The instruction manual of the device states the corresponding method in case of an abnormality.